Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, evidence of pocket erosion was observed by the physician. The device was explanted and replaced to resolve the event. The patient was in stable condition following the procedure.